Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experiencing low blood glucose of 53 mg/dl. Customer also reported that the blood glucose level suddenly got from 53 mg/dl to 350 mg/dl at last night. They also that this morning customer blood glucose was 300 mg/dl or the upper 200 mg/dl. Customer also reported symptoms related to high blood glucose. Customer was treated with manual injections or insulin pen for high blood glucose. Customer also reported that the insulin pump was been used within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. Customer also reported that the cannula was bent of infusion set. The insulin pump will not be return for further analysis.